Event description:
It was reported that surgery was delayed due to the surgeon having an issue with a reamer not cutting as the preferred.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the dome reamers show they are intact with no visible damage. A quality analysis was completed on the devices and the results were: parts are 7 years old and exhibit signs of normal wear/usage. Hardness was checked on all sizes. Test results show material to be at correct hardness. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.